Manufacturer narrative:
Further communication with the physician, on 1/14/97, revealed that the device was removed as a result of the patient fracturing and breaking the sutures which were used to tie the device to the fascia and prevent the device from flipping. As a result of the broken sutures, the device would repeatedly flip, requiring manual rotation in order to access the device. It was additionally stated that since this was a recalled device, that rather than re-suture the device to the fascia, the device was removed and replaced with another MFR's device for continued use in the patient's therapy. The physician confirmed that there were no problems with the device and the device functioned as intended. The patient was stated to be doing fine with the replacement device. A review of the device functioned as intended. The patient was stated to be doing fine with the replacement device. A review of the device history record was performed and revealed that this device is part of the MFR's december 13, 1991 device recall due to the potential for device leakage from the device septum. Corrective action was instituted for potential septum leakage as part of the dec. 1991 device recall. No corrective action is warranted as a result of this report. No mfg variances were identified in relation to this event. A trend analysis was performed on similar incidents involving this catalog number and has not identified any trends. The report that the device was "not working" was not confirmed. Based on the information available the cause of this event does not appear to be due to the device or a device malfunction, but to the sutures breaking free from the fascia which was used to hold the device in place. The facility will be notified of our review of this incident. No further information is available. The MFR is now closing its file on this event.

Event description:
On 12/2/96, the MFR, received a medical device explant form from the facility which states that the device was explanted on 11/25/96 as it was "not working". The explant form also identified a MFR. RMA number which was issued on 11/20/96. Review of the rmma revealed that the facility had contacted the MFR. On 11/20/96 for return of the device for disposal only. At that time there was no discrepancy with the function of the evice, therefore, a product complaint report was not completed. Further communication with the facility's risk mgr, on 12/3/96, revealed that the device had been removed and replaced with another MFR's device. The device had been packaged and was ready t return, however, it was discarded by the physician. The device was stated to have been implanted at another facility approx six yrs ago was removed because it "just stopped working". The physician's office was contacted for further info, however, co atempts to date have been unsuccessful. No further info is available at this time.